Manufacturer narrative:
(B)(4). Concomitant medical products: 139258 ¿ m2a magnum taper ¿ 557170; us157852 ¿ m2a magnum cup ¿ 018300; 157446 ¿ m2a magnum head ¿ 262310. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01462.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation. During the surgery, it was noted that the head was difficult to remove and there was a crack in the greater trochanter. The fracture was repaired with 2 super cables. Attempts have been made and additional information on the reported event is unavailable at this time.